Event description:
It was reported that while the doctor was placing the screwdriver into the guide, he heard a snap and successfully removed the broken pieces. He then attempted to complete the procedure with another screwdriver which also broke. An alternate screwdriver was ultimately used to complete the procedure successfully. No adverse consequences to the patient were reported.

Manufacturer narrative:
The instrument was not returned for evaluation as the hospital disposed of the screwdrivers post surgery but the reported issue was confirmed via communication with the sales rep. Since no lot number was provided manufacturing records of the device could not be reviewed and the age of the device is unknown. It is inconclusive how many times the instrument has been used. The plausible root cause of the reported event could not be determined conclusively.

Event description:
It was reported that while the doctor was placing the screwdriver into the guide, he heard a snap and successfully removed the broken pieces. He then attempted to complete the procedure with another screwdriver which also broke. An alternate screwdriver was ultimately used to complete the procedure successfully. No adverse consequences to the patient were reported.